Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening on posterior, crease fold, wear abrasion and yellow particle inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior . The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease smooth opening on posterior assessed to a fold flaw opening.